Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the issue with detector shift movement. Review of the system log file showed soft collisions during sid movements. The fse calibrated force sensor, bodyguard and geometry current. After calibration of force sensor, bodyguard and geometry current, the system was returned to use in good working order.

Event description:
It was reported to philips that c-arm detector will retract when shift extended and stops movement. The device was inside clinical use at the time of the event. No patient harm was reported.